Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had a blank screen display. It was also reported that the reservoir compartment was breaking off and there was moisture under display screen. Customer's blood glucose was 11 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the operating current, unexpected restart or all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests or verify the display anomaly or button keypad anomaly due to the blank display. No moisture damage on the keypad during visual inspection noted. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a broken reservoir tube lip.